Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. Subsequently, it was reported that the "preparing for fill" notification became frozen on the pump screen and the customer was unable to clear it. Additionally, it was reported that a cartridge alarm (alarm 01) occurred. A cartridge change was performed resolving the alarm. Additionally, it was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. Customer's blood glucose level during these events ranged between 230-350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failures were found in regards to the issues reported; however, different issues were identified.